Event description:
The patient called stating that their implantable loop recorder was sticking up. The patient stated that they have discussed this with their physician and their physician told them that things move around when you get older. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)